Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified middle left anterior descending artery (lad). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured at 6atm. The procedure was completed with a different device. There were no patient complications reported.